Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and determined that the reverse locking mechanism on the device was blocked. It was further determined that the device failed the following assessments at pretest: check reverse locking mechanism, check triggers for forward/reverse mode, and check the power with test bench: min. 110 to 160 w. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device had an undetermined malfunction. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.